Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none reported. It was reported that after device preparation, the balloon was advanced to the target vessel (lic). Upon inflation, the balloon was not visible on fluoroscopy. The balloon did not appear to have filled with contrast medium. The physician removed the device and completed the case with no further problems. Out of the body inspection of the device revealed blood in the lumen used for inflation. No contrast medium was seen. No add'l info was available.